Event description:
Caller reported potential false positive troponin I (tni) result on triage cardiac panel test. Cutoff for tni yet to be determined at client site, >0.05 currently being used.

Manufacturer narrative:
No sample or product returned to biosite for testing. Product support could not confirm the client's observations without return of patient sample. Retain testing and review of mfg release data for each device lot showed zero occurrences of known positive samples giving negative tni results. There were zero occurrences of negative samples giving elevated tni readings. Issue to be tracked and trended by device lot. No corrective action required at this time as product deficiency was not established.